Event description:
It was reported during the permanent scs implant procedure, the pt experienced a cerebrospinal fluid leakage. The physician aborted the case. The pt remained asymptomatic.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.